Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure due to the device was not inflating properly. All components were removed and replaced. The patient is currently doing well.